Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the double platelet product and single rbc product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore, no pt information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable is unavailable for evaluation because the customer discarded the set. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Based on the available information, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the elevated wbc content in the platelet product. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.